Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the isocool disposable forceps stopped working during procedure (partial liver resection clamped). The event led to 45 minutes surgical delay with increased blood lost without injury/consequences for the patient. The procedure was completed with a replacement product.

Event description:
N/a.

Manufacturer narrative:
The isocool forcep was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: a visual inspection showed no sign of physical damage. A fluke multimeter was used to test isocool tip for continuity. Both tips passed the test. Therefore, the complaint is not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.